Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted, the pt has experienced serious bodily injuries including extreme pain, erosion of her bodily tissues, significant mental pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The device remains implanted. The instructions for use adverse reactions section states: "complications associated with the proper implantation of the mesh may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure; urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).